Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device is not turning on/off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's main keypad assembly to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Further root cause could not be determined.

Event description:
The customer contacted physio-control to report that their device is not turning on/off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.